Event description:
It was reported that an unknown solution administration set ¿exploded¿ during infusion. The device was being used with an unknown vasopressor medication with an unknown infusion pump was being used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.